Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17277. 3006705815-2022-17278. It was reported that the patient's leads had migrated downwards and the ipg is approaching end of life. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The system was explanted on (B)(6) 2022 to address the issue.